Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation under magnification reveals that the anchor is split vertically, confirming this complaint. This failure is consistent with applying excessive tension while pulling the sutures thus causing a cheese wire effect on the anchor. This failure can be attributed to user technique issue. A batch review was conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot released to distribution. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the anchor came off when suturing with using awl. It was found the thread of the anchor was split down vertically. The broken anchor was removed from the patient¿s body at the same surgery and used another product to complete the case. It was noted the bone quality of the patient was not good. The anchor and awl were used properly. There was a 30min delay to the surgery and a backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.